Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced unit failed accuracy test. The cause was identified to be was out of specification pressure plate assembly which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device experienced unit failed accuracy test twice. No additional information is available.